Event description:
It was reported that the asymptomatic patient presented in clinic for a suspicion of pacemaker mediated tachycardia (pmt).the patient was previously put in vvi mode due to new onset atrial fibrillation (af) for which the patient was placed on medication. Programming changes to ddd were made due to the cardiologist wanting atrioverntricular synchrony as the cardiologist felt the patient was no onger in af. When back in ddd mode the patient was not in pmt but appeared to be tracking an atrial arrhytmia. The cardiologist felt the atrial sensing seen on the programmer were actually far-field signals from ventricular pacing. The patient was ventricularly dependent. Further review with technical services confirmed the atrial signals looked like p waves. Recommendations to rule out an atrial arrhythmia before changing sensitivity settings were made. Programming changes to lower the maximum track rate (mtr) were made, beta blocker medications were increased. The patient was stable, before and after programming changes.